Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a male patient underwent the beginning of an ablation procedure for atrial fibrillation with a soundstar eco catheter and suffered a cardiac tamponade requiring a pericardiocentesis. A transseptal puncture was performed with an unknown needle. The sheath used was a st. Jude medical agilis. After the transseptal puncture, while the soundstar catheter was being used for visualization, a tamponade was confirmed. A pericardiocentesis yielded an unknown amount of fluid. Pericardial drainage tubes were left in place. The patient was reported to be in stable condition. The patient required extended hospitalization related to the adverse event for monitoring and maintenance of pericardial drainage tubes. The patient outcome is improved to fully recovered. Factors cited that may have contributed to the adverse event include patient anatomy. No ablation was performed, therefore no settings were reported. No error messages were reported on any biosense webster equipment during the procedure. The patient received anticoagulant during the procedure with activated clotting times maintained in an unknown range. The physician's opinion regarding the cause of the adverse event is that it was related to the first transseptal puncture. It was noted that the physician performed the first transseptal puncture and was dissatisfied with the results and performed a second transseptal puncture. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.